Event description:
It was reported that during a lap gastric bypass procedure, on the first fire across teh jejunum with a white cartridge, no staples formed on 3/4 of one side of the cartridge. No pt consequence. Case completed with another device of the same product code.